Manufacturer narrative:
It was reported by repair work order that the x-frame is not raising up. Upon completion of the investigation it was found that the x-frame could still be raised and lowered.

Event description:
It was reported by repair work order that the x-frame is not raising up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the x-frame is not raising up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.